Event description:
Facility alleges blood loss due to packaging error. Report indicates that home pt had a case of 6mm lines with two 8mm. Line in the case. Nurse used one of the 8mm. Bloodline on a 450 machine and pt blood pressure went too low; treatment was stopped and pt loss blood due to packaging error. Unable to obtain more info at this time regarding: amount of blood loss, how blood is lost, product lot number and condition of pt. Spoke to sales rep and message left with nurse for nurse coordinator to call with answer. Will follow up. 2/24/97 another nurse, pt care giver, reported that she stopped the dialysis treatment and discarded the pt's blood when she realized that an 8mm bloodline had been used in another 450 dialysis machine. Blood did not change in its appearance, and there was no evidence of kink in the line or at the pump segment. Pt was called for a sample. Will send a sample for evaluation. Estimated blood loss: 250cc. No lot number available at this time.

Manufacturer narrative:
10/28/97 review of delivery records did not indicate that other than 03-7200-3 arterial bloodlines had been delviered to the pt. The possibility that a box of 03-7232-6 was inadvertently delivered exists but without a box co is not able to confirm. Review of plant records showed that no lots of 03-7200-3 were made directly before, during or after the 03-7232 lot was assembled. Examination of plant records also showed no reports of any similar incident having occurred. Plant clearance procedures etc reviewed and were judged to be adequate. Unable to confirm the complaint as stated. Co believes this to be an isolated event. Co will continue to monitor.